Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicated. A technical support specialist found that the stations lost connection with the server for an extended period. During this time, the devices purged table change tracking information for unsent data. When the stations reconnected, it tried to use a change tracking value that was no longer in the database. A manual recovery script was run to rescan the databases and rebuild the change tracking table, allowing the data synchronization process to complete its uploads to resolve. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es station was not communicating. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.